Manufacturer narrative:
Gehc recommended flow sensor calibration. No report of patient involvement. Unique identifier (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed the preoperative checkout, indicating a failure affecting mechanical ventilation. There was no report of patient involvement.